Event description:
It was reported that after a supply change on an ilet system, the patient experienced rising blood glucose despite no visible site leak and a site-only change of a 6 mm cannula, with a fingerstick confirming a blood glucose of 486 mg/dl. Symptoms included hyperglycemia without reported systemic illness. Outcomes included no hospitalization or emergency care. Investigation included patient troubleshooting with site inspection, removal of the original infusion set, verification of blood glucose by fingerstick, and placement of a new site. Investigation of this case revealed no observed device leak or insertion abnormality at the time of assessment, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.